Manufacturer narrative:
Initial MDR was submitted without initial reporter information included. This report provides that corrected information.

Manufacturer narrative:
The site requested additional training for their staff. Training was provided by a bayer clinical support specialist on (B)(6) 2017. Efforts to obtain additional information about the patient's current condition as well as the equipment serial number from the site have been unsuccessful. Offers to the site to perform a bayer system service check of the injector have gone unanswered. A follow up report will be submitted if any further information becomes available.

Event description:
The site reported the following information to a bayer clinical imaging services manager: a patient experienced an air injection while connected to a mark v provis injector (serial number unknown). We were informed that the patient suffered a stroke during the procedure. The director of risk management of the healthcare system returned our phone call on (B)(6) 2017, in response to our information gathering effort. During the brief phone call with site risk management, they stated that there was no equipment fault and acknowledged that the line was not purged of air.